Event description:
Device malfunction: suture retrieval (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the needles failed to capture the suture. The device was removed and a second proglide was used with the same results. The device was removed and the method used to achieve hemostasis was not reported. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. Device #2 - proglide (part # 12673-05, lot # 69062-6h), is being filed under a separate medwatch report.